Event description:
The user's hearing performance with the device has been suddenly affected since a few months and is only responding to loud sounds. On (B)(6) 2021, the user has been seen again for a follow-up mapping. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device has been affected since a few months and is only responding to loud sounds. Previously the user had been performing well. On (B)(6) 2021, the user has been seen again for a follow-up mapping. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device has been suddenly affected since a few months and is only responding to loud sounds. On (B)(6) 2021, the user has been seen again for a follow-up mapping. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has been affected since few months and is only responding to loud sounds, bot not to ling sounds. On (B)(6) 2021, the user has been seen again for a follow-up mapping.